Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was fractured approximately 1.0 cm from the hub underneath the strain relief. Conclusions: evaluation of the returned device revealed that the device was fractured underneath the strain relief. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is removed at an angle while force is being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64 catheter). Upon removal from the packaging, the ace 64 catheter was found kinked and was not used. The procedure continued using a new ace 64 catheter.